Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unknown mentor gel breast implant and suffered from a capsular contracture baker grade IV. The side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/22/2021, mentor became aware that the due date was reported incorrectly in the initial report. The actual due date was (B)(6) 2021. The alert date of the event was (B)(6) 2021. Therefore, section, g3 3. Date received by manufacturer was actually not 5/30/2021 but 5/29/2021. Manufacturer¿s reference number: (B)(4). On 6/22/2021, mentor became aware that the due date was reported incorrectly in the initial report. The actual due date was (B)(6)2021. The alert date of the event was (B)(6) 2021. Therefore, section, g3 3. Date received by manufacturer was actually not 5/30/2021 but 5/29/2021.